Event description:
5/6 cardioverter defibrillator implanted. (Patient on continuous cardiac monitoring.) 5/21 patient received a shock with no warning symptoms. Five additional shocks felt within five minutes. Rythm strip showed patient in normal sinus rythm (99) prior to first shock. Device confirmed to have fired six times without meeting criteria (set to detect at rate of 180). Chest x-ray led to suspected fracture of sensing lead. 5/26 transvenous lead implanted and sensing lead abandoneddevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer software performance tests conducted. Results of evaluation: other. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.